Event description:
Procedure: tonsillectomy. Sex of pt: unk. Reportedly, the surgeon was using the suction coagulator and burned a hole through the glove to the right thumb. The suction port became very hot. Surgeon stopped using it and completed the case. No injury was reported to the pt. Minor burn injury to the surgeon.